Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it should be noted that the mynxgrip device is manufactured with a flexible atraumatic tip (rounded ball tip) on the distal end of the catheter shift. The atraumatic tip is configured to guide the catheter shaft through the vessel while avoiding perforation of the artery wall. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: 6f interventional case was performed with left groin access on (B)(6) 2014. The technician deployed a mynxgrip (6f/7f) vascular closure device in the left femoral artery. An instant baseball sized hematoma at site was noted after the technician deployed the device. "Another" 20 minutes were held (unsure how long pressure was held prior to the 20 minutes) but couldn't contain the hematoma, the hematoma kept growing. They then transferred the patient to the ICU for a possible blood transfusion. The md ordered a CT scan and saw a retroperitoneal bleed. The staff placed sandbags on the patient for compression for 1-2 days. No blood was needed after the sandbags and observation all night. The patient was then downgraded to a different area in the hospital. The patient was discharged to home on (B)(6) 2014 afternoon or evening. It was also noted that the physician believes that he had a clean stick with the access and that the device "wire caused a dissection". Procedure: intervention vessel type: coronary vessel size: 6 mm stick location: medium sheath size: 6f.